Manufacturer narrative:
Exposures are an anticipated complication from orbital implant surgery.

Event description:
The report is of an individual presenting with an exposure and an infection. The anterior portion of the implant was removed and covered with a scleral patch graft. The physician assumes that the infection occurred because of the exposure. The implant is now stable and the patient is infection free.